Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient advocate that one of the patient¿s lead had pouched out few months post implant and was repositioned. Additional information obtained by the field representative from the clinic that lead revision was performed due to the lead protruding under the skin. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.